Manufacturer narrative:
The insulin pump passed functional testings including the displacement, rewind, basic occlusion, occlusion, prime, and no delivery tests. The unit was received with normal operating currents and no unexpected off no power or low battery alarms. The following cosmetic damage was noted: cracked case at a display window corner, minor scratches on the lcd window, cracked battery tube threads, a cracked reservoir tube lip, and a cracked reservoir tube window.

Event description:
The customer reported via phone call that he had been hospitalized with high blood pressure and low blood glucose; due to his low he had tripped and fallen and lost three teeth. The patient's blood glucose at the time of hospitalization was unknown. The customer also experienced memory loss during the event. The customer was treated with glucose, oxygen, and an IV to bring his blood pressure down. Additionally, the customer mentioned that there were cracks on the pump. The cracks were located on the lower and upper area of the screen. Troubleshooting was declined due to the high blood glucose and the cracks on the pump being a past event; the customer no longer uses that pump. The insulin pump was returned for analysis and a replacement device was shipped to the customer.